Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable test results for two patient samples, each tested on a different e170 analyzer. Of the two samples, one had an erroneous result that was reported outside of the laboratory for the elecsys ca 19-9 immunoassay (ca19-9) which was tested on one of the e170 analyzers. The sample initially resulted as 2.09 u/ml and this value was reported outside of the laboratory to a physician. The physician asked for a repeat of the sample since the result was not consistent with the history and clinical condition of the patient. The sample was repeated, resulting as > 1000.0 u/ml. The repeat result was considered to be the correct result. The patient was not adversely affected. The ca19-9 reagent lot number and expiration date were asked for, but not provided. A field application specialist checked the sample after pipetting and there was no bubble or foam visible on the sample. Tubes were used with recommended rack adapters. A specific root cause could not be identified based on the provided information. Controls were within specified limits. Performance testing performed on the analyzer prior to the issue was within specification. No non-compliance could be found in troubleshooting.